Manufacturer narrative:
Concomitant product continued: 5076-52 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced a low heart rate and dizziness. T-wave oversensing (twos) was noted upon interrogation. Sensing was reprogrammed and medications adjusted. The right ventricular (rv) lead remains in use. The patient is enrolled in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.